Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states their blood glucose levels had gone up as high as 480 mg/dl. The customer states they treated the highs with insulin from the pump. The customer declined to troubleshoot for the highs. The customer was advised to conduct full set change. The customer states they would be contacting their healthcare provider.